Event description:
It was reported that while inspecting the cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) the getinge fse had found power up test fails#14. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
After further review, it was determined that the event was already reported in mfg report no:2249723-2025-0004223. Please refer to mfg report no:2249723-2025-0004223 for all event related information. Please cancel mfg report no:2249723-2026-0000101 in your database.